Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the following: defect of the thermal fuse was noted. The reported event was caused by the defect. If additional information becomes available, this report will be supplemented.

Event description:
The lamp of the device did not light. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. This device was manufactured over 15 years ago. Therefore, omsc guessed that the reported event occurred due to duration of life of the lamp. If additional information becomes available, this report will be supplemented.